Manufacturer narrative:
This follow-up report is being submitted to document correct report source information. The report source was foreign. Bec internal identifier for this complaint is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer's site and determined the a/b reagent valve failed for the cartridge chemistry (cc) side of the instrument. The valve affected the reagent a assays on the cc side of the instrument. The fse replaced the valve, and noted that the valve was replaced two weeks prior during a preventive maintenance. The replaced part is not available for investigation. Failure mode is a prematurely failed reagent a/b valve, affecting multiple cc side assays.

Event description:
A customer reported to beckman coulter that the unicel dxc 800 pro synchron clinical system generated erroneously low results for multiple cartridge chemistry assays. It is unknown how many patient results were affected. The erroneous results were not reported out of the laboratory. The customer re-analyzed the patient samples on an alternate instrument and reported the results. There was no report of death, injury, or change to patient treatment in connection with this event. The customer provided results obtained for three patients, which shows false low results for triglycerides, cholesterol and gamma-glutamyl transferase. Patient information and results are shown in attachment 1. Please note the patient information documented in section a represents patient #1 only, and the customer did not provide the results of repeat analysis.